Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reiterated that the patient developed an infection at the ins site about a year and a half after implant. The patient had draining at the ins site. Antibiotics were administered and the ins was explanted. During explant, it was discovered that the infections tract was continuing from the implant site to the upper lumbar region where the leads were in the spine and that there was pocket of pus around the ins. The ins and leads were explanted without difficulty on (B)(6) 2010 and the wound was irrigated. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that the implanted was removed years ago. The patient didn't know the removal date. The patient reported that the implant was removed due to an sn issue because she had an infection close to the implant and they were afraid the infection would get her spine, so they took out the implant. The patient reported that the infection was resolved. No further complications were reported.